Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and discarded per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred six months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 5076580/5081591.